Manufacturer narrative:
The insulin pump was received with no vibrator alert due to a broken black wire on the vibrator motor. The unit also had a cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the vibration option on his insulin pump was non-functional. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. He had also recently installed a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.